Manufacturer narrative:
A4, a5, and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Impella cp was inserted via the right femoral artery in a 66-year-old male patient presenting with acute myocardial infarction (ami) complicated by cardiogenic shock (cgs). The patient¿s clinical state prior to initiation of support was reported as society for cardiovascular angiography and interventions (scai) shock stage e. The patient required inotropic support, vasopressors, systemic anticoagulation with heparin, and respiratory support during impella support. While on support in the ICU, the physician reported a red alarm for ¿purge pressure high¿ on the automated impella controller (aic). Evaluation by the treating team did not identify alternative causes. Tpa was administered in the purge solution as an off-label intervention to mitigate the impact of suspected biomaterial within the motor. Following intervention, there were no reported adverse clinical effects, including no hemodynamic instability or escalation of support requirements. At the time of the event, the impella cp was operating at performance level p-4. Device flow rates were not reported. The purge solution was documented as 5% dextrose in water with 25 meq sodium bicarbonate. Recorded purge parameters included a purge flow of 4.4 ml/hour and purge pressure of 600 mmhg; it is unclear whether these values were obtained before or after administration of tpa. The impella cp remained in use for approximately 164 hours, which exceeds the recommended duration of support for this device, after which the device was explanted. Patient outcome is reported as survived through explant.

Event description:
The pump was weaned successfully and is available for return.

Manufacturer narrative:
B5 updated. The investigation is ongoing.